Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Both surgeon side consoles (ssc) master tool manipulators (mtm) were calibrated for gravity compensation. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the gravity compensation on both surgeon side consoles (ssc) was not functioning as expected. The system was restarted several times, but the problem persisted without any error codes being displayed. Although the surgeons were able to continue working with the system, they expressed a desire to have the issue resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the technical service engineer, the master tool manipulator was being pulled down by gravity, and the gravity compensation was applied and was drifting.